Event description:
It was reported by the affiliate during a gastrectomy procedure, the device produced unformed staples. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
D4;h4,6: info anticipated, but unavailable at this time.